Manufacturer narrative:
The complaint device has not been returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the findings. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance broke. Reportedly the anchor has fractured off. Patient received the appliance on 08/12/2025 and the appliance broke on 01/02/2026. The patient has excellent oral hygiene, and a history of bruxism. No injury was reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the button appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).